Event description:
It was reported that the pump was unable to connect to the server using the wireless communication module, and the pump have never connected wireless as soon as they went live that and it sometimes connected only after being turned off and on twice. The event occurred when the pump went live. There was no patient involvement and harm.

Manufacturer narrative:
B3: month, year and day is unknown. E1: initial reporter phone is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were done, but the reported issue could not be replicated or confirmed. The cause of the issue was the wi-fi module. The service history review identified no indication that the complaint was related to any service performed on the device during the review period.